Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturing representative, and healthcare professional (hcp) ) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) reported feeling a shocking when charging their ins. They reported that this did not happen the first two times. They said they fell down the stairs earlier in the week and landed on their tailbone, then when charging they felt the shocking. This happened 2-3 times then resolved. X-rays and impedances were normal. The pt reported no further shocking while in the clinic and charging their ins. The hcp advised the pt to call if they had any more issues. The pt was shown how to change to a slower charging speed if needed. The issue was resolved at the time of the report. 2021-feb-26 e1 (rep): additional information was received from a manufacturer representative (rep). With regard to a request for cla rification regarding the shocking while recharging, the rep reported that it was unknown which component was causing the shocking sensation. The pt was not sure and the issue did not happen when they were seen in the clinic. It was unknown whether the patient's fall affected the ins. The sensation was felt only during the recharge session. A layer of clothing and the belt were used. The belt did not resolve the issue at the time; however, the issue had not recurred.